Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head completely fell off the stick...broke again in my mouth-oral b toothbrush [device breakage]. Case narrative: consumer e-mail stated that when consumer put brush in mouth the brush head completely fell off into mouth. No injury was reported.